Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. The device operated as intended and no failures were detected.

Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported that while using the avea ventilator, the user interface module (uim) screen turned off while on a patient. The customer stated there was no patient harm or injury.